Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect, cause was unknown. There was no reported impact to blood glucose. No troubleshooting was conducted as customer and pump were unavailable.